Event description:
The product was used during a femoral/tibula bypass. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.